Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector leaked air when connected to certain non-baxter products for blood draws. The connectors were leaking during use and in some instances completely disconnecting. In-servicing was provided to the medical staff. There was no report of patient injury or medical intervention associated with this event. No additional information is available.